Manufacturer narrative:
Correction to d4: lot#: the correct lot# is se23ao9, previously submitted as se23a09. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). The device was received for evaluation. Visual inspection identified that product was correctly assembled. The product contained an unknown transparent fluid inside. Further inspection observed two (2) particles in the liquid inside the bag. A comparison was made with the samples of materials used in the manufacture of the bag and it was concluded that the particles found inside the bag had a morphology, color, and appearance different from the materials and elements used for the manufacture of this product. The reported condition was verified, however the particles were probably in the liquid poured into the bag. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within an all-in-one container. The pm was further described as, ¿a foreign particle was found inside¿. This issue was identified at the time of adapting neonatal parenteral nutrition prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.